Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 301 (mg/dl) since they began pump therapy on (B)(6) 2016, and moderate ketones from (B)(6) 2016. Customer reported administering correction boluses with the pump to treat bg levels. On (B)(6) 2016, customer experienced vomiting, elevated bg levels of 301 (mg/dl), and moderate ketones. Customer went to the emergency room (ER) where they were treated with intravenous fluids and customer also administered correction boluses with the pump. Customer was released from the ER on the same day with no ketones, a bg level of 250 (mg/dl), and reportedly, still feeling the way they did prior to the visit. Reportedly, customer continued to experience elevated bg levels after the ER visit. Although requested by tandem technical support, customer declined troubleshooting for the pump. Customer indicated that they were presently at their health care provider's office to discuss diabetes management and would call back if needed.